Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that while trying to withdraw the needle, the wire guide jammed and began unraveling. The needle and wire were removed, and the procedure was completed with a different device. There were no serious injuries or additional procedures.